Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient dislocated and a closed reduction was attempted but was unsuccessful. The patient was opened and the modular and poly liner removed and replaced. The surgeon stated that the joint felt "loose" and that the patient's soft tissue tension was not good and this was most likely the reason for the dislocation.